Event description:
Boston scientific received information that during an explant procedure, this right ventricular (rv) lead was found to be fractured between the terminal pins. The lead appeared to be 'gnawed upon' and poor sensing was observed. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A portion of the lead has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead portion was performed. Only the proximal segment of the lead was returned with a total length of 33 mm from the terminal pin. Resistance and pressure tests were unable to be performed. Microscopic inspections of the terminal pin assembly and lead body found a lead on device abrasion 27 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations.